Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was unable to be interrogated during follow up visit. Review of save-to-disk showed there were multiple resets based on a battery related issue. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. There were two illop (illegal op code) resets on (B)(4)-2013 that were approximately 4 minutes apart, 3 partial resets that occurred on (B)(4)-2012, all with a timestamp of 00:00:00, both the wd (watch dog) and fw reason refer to low voltage.